Manufacturer narrative:
The device sample was not returned at the time of this report. A device history record could not be conducted since the lot number was not provided. Document review for fmea (product/process) - doc#: (B)(4) was conducted. Assessment was conducted and no changes required. The complaint can not be confirmed since the sample was not available for investigation. Teleflex will continue to monitor and trend relating complaints.

Event description:
The event is reported as: the kc inline suction which previously fit through the 5-10406 endotracheal tube does not fit through the 5-30406 endotracheal tube. It gets hung up near the murhpy eye and cannot be passed. No patient injury/involvement.